Event description:
It was reported that, during a surgery, it was noticed that there were iron wires at the grinding area of the abrader blade, and the polishing was not done thoroughly, and could not be use (the grinding wires were noticed before the abrader was used in the patient. No pieces fell off inside the patient). The procedure was resumed, with a non-significant delay, using an equivalent sn back up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3: additional information received/reviewed by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the grinding wires were noted before the device was used in the patient and confirmed that it was not used due to the malfunction, therefore, event may result in a short procedural delay and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable per applicable regulations. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a surgery, it was noticed that there were iron wires at the grinding area of the abrader blade, and the polishing was not done thoroughly, and could not be use. The procedure was resumed, with a non-significant delay, using an equivalent sn back up device. It is unknown if there was a delay. No further complications were reported.